Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have heard a whistling sound. The covidien customer support engineer (cse) inspected the device and was not able to find any errors to support the reported problem. The cse was unable to duplicate the alleged malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).